Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and a mesh was implanted and on (B)(6) 2010 coloplast mentor novasilk polypropylene mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2007 due to rectocele and pelvic relaxation with concurrent total vaginal hysterectomy, rectocele repair, anterior repair, mesh x 2 units, vec ((B)(4)), cystoscopy, perineoplasty and enterocele repair. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent repair of anterior epithelial dehiscence on (B)(6) 2007. It was reported that patient underwent removal of mesh and anterior repair on (B)(6) 2009 due to cystocele and mesh exposure. It was reported that patient underwent vaginal mesh excision and cystourethroscopy on (B)(6) 2010 due to symptomatic pelvic organ prolapsed and mesh erosion. It was reported that patient underwent laparoscopic abdominal sacrocolpopexy, lysis of adhesions, vaginal lysis of vaginal scar tissue, contracture, cystourethroscopy, lysis and partial excision of transvaginally placed mesh and repair of cystocele on (B)(6) 2010 due to prolapsed pelvic and omental adhesive disease and distortion secondary to prior transvaginal mesh procedures. It was reported that patient underwent removal of exposed permanent ethibond sutures and trimmed mesh on (B)(6) 2012 and excision of eroded abdominal sacrocolpopexy mesh on (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.